Event description:
The customer reported that there was a 24 hour recharge error message and the system was unable to perform fluoroscopy x-ray. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.